Manufacturer narrative:
No photo or sample was received by our quality team for evaluation; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the root cause could be the material of the gloves. The supplier of the gloves was made aware of the issue.

Event description:
It was reported that the glove has a hole.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4). No device received for evaluation.

Event description:
It was reported that the glove has a hole.